Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a failure of the light source device. However, the root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. And the customer's allegation could not be reproduced or confirmed. No inspection findings were found. And the device appears to function as designed. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, that the camera head showed no image on the screen. The issue was observed during preparation for use on a therapeutic trans urethral prostate resection procedure. The procedure was completed with a 5-minute delay, with a similar device and no complications. No patient harm was associated with this event.